Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the therapy capacitor is defective. There was no reported patient involvement.

Event description:
It was clarified that a therapy error message appeared upon turning on the device.